Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test alarm. The customer stated that there was cracked along the battery compartment and got battery failure alarm. No harm requiring medical intervention was reported. The customer will discontinue use of device.